Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is freezing while on a patient. The customer stated there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite. It was noted that there was a storm in the area which affected the hospital network and contributed to the reported problem. The wireless adapter settings were changed which resolved the problem.